Event description:
Patient had complained of right knee pain. X-rays of right knee showing probable metal touching medial compartment. After synovectomy there was notice of an area of complete wear through plastic insert medial compartment of the tibial component. The patella plastic portion was worn through at lateral aspect of metal edge. Doctor's opinion of cause was wearing of medial side plastic tibia aarticular insert from varus leg deformity.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.